Event description:
A customer reported unexpected negative reactivity on a patient sample with the 3-cell screening assay on the galileo echo instrument.

Manufacturer narrative:
Test result images were reviewed by an immucor technical support specialist. All antibody screening cells on the first sample reported out as negative. No error was noted when the batch was being processed. Two other samples tested on this batch also reported out as negative as expected. Visual examination of the well images indicated slight red cell adherence for cells 2 and 3. Both cells 2 and 3 are jk(a+b=). Cell 1 which is jk(a=b+) visually appeared negative. Repeat testing of this sample reported cells 2 and 3 with reaction strengths of 7 and 14 respectively. Cell 1 was reported and visually appeared negative. Visual examination of the well images for cells 2 and 3 on this batch indicated slight red cell adherence. Testing performed on this sample resulted as expected for the 3-cell screening assay. The antibody identification panel reported reaction strengths from 6 to 50 for jka+ cells and indicated the antibody was displaying dosage. An immucor field service engineer performed the unexpected reactivity checklist on the instrument. The buffer inline filter was replaced due to cloudiness; the inlet and outlet check valves were replaced on the washer manifold; adjusted the camera focus by adjusting the robot alignment; optimized the shake gap parameter by running the shake gap min.icl and the shake gap max. Icl.; loosened the robot y belt to maximize the shake period. Qc testing was performed. The group and screen assay was performed on 4 samples with acceptable results obtained. The instrument is operating within specifications. In addition, customers were made aware that all negative antibody screening and identification results on the echo are to be visually inspected prior to release of results. This issue was communicated to customers in technical communication (B)(4) on (B)(6) 2009.